Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the tip of the device overheated and broke at the tip. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report addresses the device breaking.

Manufacturer narrative:
The reported event, for tip breakage, was not confirmed as the device was not returned for evaluation. Without the device, the root cause cannot be determined.

Event description:
It was reported that during a surgical procedure, the tip of the device overheated and broke at the tip. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report addresses the device breaking.